Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the flowcell assembly to resolve the issue. (B)(4).

Event description:
Customer reported an error condition of vote outs (non-numeric results) was obtained for the differential parameters for the quality control samples when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.